Event description:
Correction: it was reported that episodes on non-sustained rv oversensing were noted. Review of the episodes revealed myopotential oversensing. Performing isometrics and deep breathing to reproduce oversensing and programming changes were recommended. Induction test should be also considered.

Event description:
New information received indicates that the patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes on non-sustained rv oversensing were noted. Review of the episodes revealed myopotential oversensing. Performing isometrics and deep breathing to reproduce oversensing and programming changes were recommended. Induction test should be also considered.

Manufacturer narrative:
PMA# should have been p030054 rather than blank.